Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results: a review of the history showed that the last basal delivery and last bolus were on 01/09/2013. The total daily doses added up to correctly reflect the user¿s programmed basal rates. Only typical alarms were observed in the alarm history. The meter was not returned with the pump for testing. An ezcarb bolus was performed with the carbs=100g and the insulin to carb ratio at 1u:45g and bg below target at 60mg/dl; the pump correctly calculated a 1.95u bolus. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed a delivery accuracy test and was found to operating within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was having inaccurate delivery issues. After the patient had entered for a low blood glucose level and the carbohydrates were entered, the insulin to carbohydrates ratio and blood glucose targets were not calculating the amount of insulin accurately, the pump calculated an amount to bolus despite the low blood glucose reading. No numbers were specified for the blood glucose reading and no symptoms were reported, which does not meet animas criteria for an adverse event. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.